Event description:
It was reported that the customer had high blood glucose levels of 266 mg/dl. The customer treated with a manual insulin injection. The customer reported a button error alarm from the insulin pump. The customer also reported that the buttons of the insulin pump were unresponsive. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Device was received with cracked battery tube thread, broken reservoir tube lip, cracked case near display window corners, cracked on display window and minor scratches on display window noted.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Device was received with cracked battery tube thread, broken reservoir tube lip, cracked case near display window corners, cracked on display window and minor scratches on display window noted.